Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke right away when using on the bone. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the tip of the cutter was broken. Therefore, the reported condition was confirmed. It was further noted that excessive lateral side to side force was applied which may have caused fracture of the dissecting tool. The assignable root cause was determined to be due to use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.